Event description:
Caller alleges inaccuracy with inratio. Results as follows: date 2007, inratio: 1.3, lab (next day) 5.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 1.3 (next day), lab 5.3, mean: 3.3, confidence limits: 2.0 - 5.0. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Three hours or less is considered a valid time interval between tests. The lab tests was performed the following day of the inratio tests. As a result, the comparison is invalid. Therefore, further testing is not required at this time.